Event description:
On (B)(6) 2022, customer reported multiple high frequency of false positive, invalid and canceled tests for multiple individuals. Customer reported 15 suspected false positives. This manufacturer's report addresses patient 12 of 15. The customer reported a false positive with the cue covid-19 test cartridge pack, home & otc, 10-pk. No additional information regarding repeat testing on the patient, or if any confirmatory testing was performed. Circumstances regarding the patient's condition, including treatment and outcome, if any, were not provided.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, cue health inc. Could not evaluate the devices. However, customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to version 0.17.7, released in late december 2021, to detect and cancel the test instead of releasing false positive results.

Manufacturer narrative:
Correction to h10: the complaint history was reviewed and there were four similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications.

Manufacturer narrative:
Update to b5: additional information provided regarding testing event. Update to g4: PMA/510(k) number added correction to b3: date of occurrence updated to (B)(6) 2022. Correction to d4: serial number, lot number and expiration date corrected. Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, cue health inc. Could not evaluate the devices. However, customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.

Event description:
Customer reports fifteen false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results obtained. See related cases for alternate false positive results. Customer reports individual received a false positive result on (B)(6) 2022 when testing using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 22249k, reader sn (B)(6)).